Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and low blood glucose levels. The customer¿s blood glucose level was 51 mg/dl at the time of the incident. The customer stated that the insulin pump is completely off. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. The customer could not continue to trouble shoot since pump is off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was not returned for analysis.

Event description:
The customer stated that the low blood glucose was treated with food and the insulin pump was off the body for more than 48 hours. The insulin pump will not be returned for analysis.